Event description:
In 2004, the pt reportedly experienced an uncomfortable sensation while wearing the external headpiece. The next day, the pt reportedly was seen at the center for device evaluation. The surgeon evaluated the implant site and found no sign of trauma. Testing performance confirmed that the device was not functioning. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.